Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received software error. Customer¿s blood glucose level was 348 mg/dl. Customer reported that they were on the auto mode at the time of incidence. Customer declined to troubleshoot. Customer treated with bolus for high blood glucose level. The insulin pump will not be returned for analysis.